Event description:
While advancing a stent delivery system (sds) to a lesion located in right superficial femoral artery, one stent partially deployed when it met resistance in a loop in the right external iliac artery (eia) and a second stent prematurely deployed in the loop of the right eia after meeting the same resistance. The pt is a male age unknown. The vessel was described as moderately calcified, severely tortuous, and the rate of stenosis was 100%. The physician used a contralateral approach to access the lesion. There was some difficulty since the lesion was totally occluded. The physician was able to cross the lesion and pre-dilate the lesion with a balloon (sailor, 5x80mm/getz bros). After predilation, the physician advanced the first stent delivery system (smart control, c06080mj/ to the lesion; however, there was a resistance when the sds went through a loop in the right external iliac artery. After several times of trying advancing the sds, 1-2mm of the tip of the stent started expanding although the pin was locked. Therefore, the sds was withdrawn into the sheath introducer and safely removed from the patient. The physician then advanced the balloon catheter to exchange guidewires. When the guidewire was in place the second sds (smart control, c06060mj/) was advanced to the lesion; however, a large resistance was met in the same area as the first sds, and under fluoroscopic guidance, it was noticed that the stent had fallen into the loop at the right eia. It was also noticed that the proximal side of the stent was flat. The physician did not attempt to retrieve the stent because he felt that the stent could not migrate to the distal vessel from this position. The physician aborted the procedure at this point and did not treat the lesion. The patient is in stable condition.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents the first of two products that were involved in the same procedure and is related to mfg# 9616099-2007-00451 and 9616099-2007-00452.